Event description:
It was reported that during a coronary stent procedure in which the stent would not cross the lesion, the physician experienced difficulty removing the device from the guiding catheter. The entire system was removed without incident. After removal the stent came off the delivery device. No pt injuries or complications occurred.